Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. In the month of january or february, customer received a sensor scan result of 70 mg/dl and experienced symptoms described as "sweating, feeling unwell, disoriented" and was unable to self-treat. A reading of 35 mg/dl was obtained on the competitor meter and customer was treated with cola and cookies by a third party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.